Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at the emergency room, episodes of right ventricular lead noise were observed. There are no anticipated interventions and the patient will continue to be monitored. The patient is stable.